Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was unknown. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.